Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 11 of 12 mdrs filed for the same patient (reference 1825034-2014-05835/05845).

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. Discarded.

Event description:
It was reported that patient enrolled in a clinical study underwent a right partial knee arthroplasty on (B)(6) 2011. A revision procedure was performed on (B)(6) 2011 for an unknown reason and a total knee was implanted. A subsequent revision procedure occurred on (B)(6) 2013 due to infection and all components were removed and replaced with cement spacer molds. The patient was reimplanted with another total knee system on (B)(6) 2013. Another revision procedure was performed on (B)(6) 2014 to remove and replace all components with cement spacer molds due to recurrent infection.

Manufacturer narrative:
This report is being submitted to relay corrected information. This follow-up report is being filed to relay this report is a duplicate of 3002806535-2018-00167.